Event description:
The patient stated that "77" was frozen on the display of her infusion device. She stated that she was not sure if she was using a recalled power pack or a corrected power pack. The lot number (06080074) indicates that the patient was using a recalled power pack which had been in use for approximately 3 weeks. The patient was advised to discard all recalled power packs and to only use corrected power packs. The patient did not have replacement power packs to insert into the infusion device, and she does not have a backup infusion device. She stated that she would begin injection therapy. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient's infusion device and power pack were requested to be returned for evaluation.